Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13284. The pt had two leads from different lot numbers, reporting on both. It was reported the pt's trial leads were explanted due to the pt being dissatisfied with the results the system was providing. The pt stated the stimulation was not helping with her pain. The pt also stated her original pain had gotten worse after the leads were explanted. Follow-up pending.